Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported complaint was confirmed. During investigation of the device, it was visually observed that the control handle axis pin was detached. There was no effect on the probe as it was able to work as intended.

Event description:
Olympus was informed that during an unspecified procedure, the scissors quit working. It was also reported that the tip was bent backwards. There was no patient injury reported. No additional information was provided.